Manufacturer narrative:
H3 evaluation summary: the service history record was reviewed and indicated that this is the first time that this unit has been returned for service. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was not confirmed. The unit underwent several tests, including an accuracy test and passed all. No corrective action was necessary, the device was functioning as expected during evaluation. The software was updated to the most currant version. The gasket and tie were replaced due to opening the unit. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was over dispensing the set volume on unit. Additional information was received stating that the speed rate was 400 ml. The amount to be infused was set at 125ml but 135ml was dispensed into cylinder just water. No further information provided.